Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2026 has been used as a placeholder. The device is available for evaluation; however, has not been received.

Event description:
The event involved a tego connector with list number 011-d1000 and lot number 14785735. It was stated that upon connection, venous pressure was elevated. The events occurred during use with a patient, on (B)(6) 2026. There was no harm.